Event description:
While reporting having trouble with filling reservoirs, the customer reported that she had a blood glucose level of 500 mg/dl the day before the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).